Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device alarms for no apparent reason. The device alarms only on patient/infusion mode and no alarm on maintenance mode. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 02/17/2016 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device alarms for no apparent reason. The device alarms only on patient/infusion mode and no alarm on maintenance mode. There was no patient involvement.